Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this pacemaker was surgically abandoned due to a non-specific product performance allegation. It was successfully replaced with a new device on the opposite side of the body. No additional adverse patient effects were reported.